Manufacturer narrative:
.

Event description:
A turnpike spiral catheter was used in a patient procedure. Heavily calcified mid circumflex. The physician advanced sion blue across lesion, but corsair wouldn't follow. Used a 1 balloon and believes that this may have caused a folding in of the calcium in the vessel, the wire was gripped in the vessel, he felt this was stuck at this point. He then advanced a turnpike spiral which became stuck. Upon removal the distal 2mm of catheter tip detached and was left separately in patient. Rest of turnpike removed. Pulled on wire very hard and wire and separated part of turnpike came out of patient.